Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that there was an excess amount of old data on the navigation system. The data was removed on the navigation system. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a spinal fusion, the spine application software exited without prompt from the user. Restarting the navigation system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.